Event description:
Spontaneous call from patient who is currently in the hospital for fluid overload and for needing to transition from IV veletri to subq remodulin in the hospital tomorrow. Patient is not currently on subq remodulin but will be transitioning tomorrow and had checked to see if her ms3 pump was working and she stated that sn (B)(4) at first stated program default and then when asking patient to hit next, it then asked her to 'set time and date,' patient did mention she was in the hospital and didn't change out the batteries in her ms3 pump since she was in the hospital. I advised she might have lost her programming. I then confirmed she did have a working ms3 and patient confirmed yes her back up is working. No further information known product lot number and expiration date were systematically retrieved from the dispensing system. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? N/a "(pt not on sq yet)." Is the infusion life sustaining? Yes. Reported to (B)(6) by pt/caregiver.